Event description:
Allegedly the doctor experienced difficulty lengthening this implant, so revised it to another repiphysis distal femur.

Manufacturer narrative:
Investigation is not complete. This report is being filed as a reportable malfunction. Trends will be evaluated. Additional information has been requested. The user facility advises our product did not cause or contribute to the event; therefore, they will not file a medwatch 3500a. This report will be updated when the investigation is complete.